Event description:
It was reported that during ipg replacement (manufacturer reference number: 3006705815-2023-01341) intra-op impedances indicated impedances on the penta lead. The lead was replaced to address the issue.

Manufacturer narrative:
A patient experiencing impedance was reported to abbott. The patient¿s lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.